Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined that a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 6.0x40 mm armada 35 balloon was inflated at nominal pressure in the arterio-venous fistula, but ruptured with the first inflation. The entire armada 35 was removed from the anatomy. Another armada 35 was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.